Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. In the alarm history external error and displayable history check failed on startup alarms were also found. The insulin pump was stored without a battery for an extended period of time. Customer's blood glucose level was 248 mg/dl. The self-test passed. The device was not returned.